Manufacturer narrative:
This report is submitted on august 23, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2016. Additional information has been requested but has not yet been made available as of the date of this report.